Event description:
This report is based on information provided by a service engineer and is currently under investigation by the philips complaint handling team. Philips received a complaint on the tempus pro indicating the touchscreen will not hold calibration. There was no impact or harm alleged.